Event description:
The manufacturer received information alleging a ventilator's touchscreen was unresponsive. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator's toushscreen was unresponsive. The device was not in patient use. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The manufacturer confirmed the graphics on the display as well as the backlight functionality, however, the touchscreen interface was not operational and errors recurred. The device's downloaded logs were reviewed by the manufacturer. There were two errors found. The manufacturer suspect a faulty d3 caused the touchscreen failure. The manufacturer concludes that they confirm the customer's allegation and suspect a faulty d3 caused the touchscreen failure.the display assembly was scrapped.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator's toushscreen was unresponsive. The device was not in patient use. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The manufacturer confirmed the graphics on the display as well as the backlight functionality, however, the touchscreen interface was not operational and errors recurred. The device's downloaded logs were reviewed by the manufacturer. There were two errors found. The manufacturer suspect a faulty d3 caused the touchscreen failure. The manufacturer concludes that they confirm the customer's allegation and suspect a faulty d3 caused the touchscreen failure.the display assembly was scrapped.  Sections d8, d9, h2, h3 and h6 updated in this report.